Manufacturer narrative:
Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, implant pain and migration were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient stated the patient with this neurostimulator underwent a pocket revision to a smaller sized device. The patient reported discomfort at the ins site and described battery migration as it was sitting closer to the skin than the original implant position. The patient noted that it was difficult to sit on surfaces without pain. The patient has had their device off due to the discomfort and also noted low device efficacy. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator underwent a pocket revision to a smaller sized device. The patient reported discomfort at the ins site and described battery migration as it was sitting closer to the skin than the original implant position. The patient noted that it was difficult to sit on surfaces without pain. The patient has had their device off due to the discomfort and also noted low device efficacy. There were no additional patient complications.